Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed both external inspection. A review of the receiver data log found no errors related to the customer complaint. Upon further investigation, the device failed the global receiver functional testing, failed audio, as well as the manual drop test. The customer complaint was confirmed. The root cause was determined to be defective speaker sub-assembly.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.